Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis low voltage fault and that this device power consumption was increasing in a gradual fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis low voltage fault and that this device power consumption was increasing in a gradual fashion. Additionally, this device exhibited premature battery depletion (pbd). Device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.